Manufacturer narrative:
The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during a middle cerebral artery aneurysm procedure, the physicians were about to deploy the web to treat the aneurysm and did a run and noticed that there was a bleed. They then deployed and detached the web successfully. They then used coils and a stent to finish the case successfully. They are not completely sure as to the cause of the bleed, stating it may have been before the deployment, while they were introducing the micro catheter. The patient was ok at the end of the procedure. Stasis was achieved in the aneurysm.